Event description:
It was reported that during use of an 840 ventilator, the loss of wall air alert appeared and the ventilator started delivering 100% oxygen as a backup. The connection to the wall was checked and the air was found to be connected. The alarm cleared and returned to set fraction of inspired oxygen (fio2). The oxygen hose was switched from the wall and the issue occurred again multiple times. The patient was left on the ventilator. The issue occurred several more times and the patient was transferred to another ventilator. There was no harm to the patient. The hospital biomedical engineer inspected the device and stated that the oxygen connector was loose. The connection was tightened and the unit passed extended self-testing.